Event description:
Per the clinic, the patient experienced migration of the electrode array from the cochlea (specific date not reported) and developed cholesteatoma around implant. Subsequently, the device was explanted (specific date not reported). It is unknown if there are plans to reimplant the patient as of the date of this report.